Event description:
The international customer reported that the 100% o2 button initiates automatically without intent by the operator, and it also does not function when initiated by the operator. The customer reported there wasn't any patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.